Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock lead impedance measurements which was detected via the patient's remote monitoring system. Trend review showed that the shock impedance measurements have been trending high in the last couple of months. Boston scientific technical services (ts) provided troubleshooting options and discussed that single coil leads tend to have higher impedance measurements. Attempts to seek for additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.